Manufacturer narrative:
The last calibration was ok. Quality controls recovered within range on the day of the event. A general reagent issue could be ruled out since calibration and controls are acceptable. Upon review of the alarm trace, abnormal aspiration alarms were observed. The issue was determined to be related to instrument pipetting, but the exact root cause of the pipetting issue could not be identified.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The sample initially resulted with a creatinine value of 361 umol/l and this value was reported outside of the laboratory. The sample was repeated twice on 06-oct-2020, resulting with values of 50 umol/l and 51 umol/l.. The creatinine reagent lot number was 484666, with an expiration date of 31-mar-2021.